Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a right side rupture and capsular contracture (baker grade ii)." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases, red particles material was found on the shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken smooth. Based on the device analysis the final assessment is: - a smooth edge broken in the side posterior assessed as smooth opening. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "a right side rupture and capsular contracture baker grade ii." Device has been explanted.